Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.

Event description:
On 10/11/23 an intuvie employee received a call from a patient who reported that they woke up to a blank pump screen. Medication being infused was unknown. No patient injury reported.